Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed myopotential noise and the t-wave resulting in inappropriate shocks. The patient was hospitalized for inappropriate shocks and anxiety. Isometrics and pocket manipulation were performed. The device was reprogrammed from secondary with a 2x gain to primary with a 1x gain. The device remains implanted and in service. The patient fully recovered.